Event description:
It was reported that during a splenectomy an issue arose with the ntlc75 device; it became jammed, and none of the healthcare professionals present in the operating room could discharge (fire) it. When using the linear stapler, tissue stitching did not occur, and subsequent incision was not possible. The surgery was completed successfully with another device without patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch #t5ck2m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was the device that was received with no apparent damage and with a reload loaded in the device. The reload was received fully fired and had the swing tab in the locked position. Further analysis showed the anvil partially detached on the distal end and the anvil post in this area appears to be damaged as if the anvil was pulled out of the device. However, the device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the device fired without any difficulties noted. The condition noted on the anvil is related to an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5ck2m, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ntlc55 lot number t40h2m and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.